Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 115mg/dl-130mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips have been properly stored and were first opened 2/16/2016. Customer performed a blood test and obtained lo. Reviewed meter memory: (B)(6). Memory concerns:lo. Customer complaining the meter has been reading "lo" even though customer does not feel any symptoms of hypoglycemia. Customer states also tried running a blood test on husband, whom is a non-diabetic, and meter still produced "lo. Customer states the time in meter's memory was not set up correctly.